Event description:
It was reported that the customer had received a no delivery alarm. Customer's blood glucose level was 232 mg/dl. Customer stated that he was changing his infusion set and received the no delivery alarm while filing up his tubing. Customer stated that he took out his reservoir and attempted to reset, but he received another alarm. Customer removed the battery but when he reinserted that battery, he received a failed battery test. Customer is now having issues with removing the battery cap. Customer would like to return the set and reservoir for analysis. Customer called back and his blood glucose level was 351 mg/dl. Customer treated with a manual injection and will contact their health care professional for personal settings. Customer will call back for assistance with programming the replacement pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.